Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing high blood glucose level and also reported missing sensor alert. Blood glucose level at the time of even was 412 mg/dl and 425 mg/dl. Customer alleged that high blood glucose level because of infusion set not because of insulin pump. Customer had to change infusion set and reservoir to correct his blood glucose. Customer treated his blood glucose with insulin pump. It was unknown that if insulin pump was on auto mode. Insulin pump and reservoir will not be returned for analysis.